Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman laa closure device was successfully implanted. The device was partially recaptured and redeployed prior to release. The procedure was completed successfully without incident. The following morning, the patient became hypotensive and a pericardial effusion was discovered. A pericardiocentesis was performed to remove 300 ccs of fluid. No other complications were reported. Patient is doing fine and was discharged home.